Event description:
The inspire hypoglossal nerve implant was nonfunctional. After troubleshooting in the operating room with two company representatives, the generator and cuff around the hypoglossal nerve was replaced. Reference report: mw5145161.